Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the vessel sealer extend (vse) instrument had intermittent firing issues, other bipolar instruments were working fine. The customer stated that in previously too vse instrument was having same issue but unsure about date. An intuitive surgical, inc. (Isi) technical support engineer (tse) stated that the issue could be vessel sealer instrument only. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the vse instrument was inspected prior to use and no issues were found. The reported issue occurred during sealing and cutting. The surgeon experienced insufficient sealing followed by no cutting. The instrument only worked during the procedure start, on installing the vse instrument just for two times that too with delayed sealing. Error tones were heard at the time of cutting. The surgeon heard an audible signal (continuous tone) while the pedal was pressed. The seal cycle was not completed with the fast audible tones as expected. There was no tissue effect observed during the sealing cycle. The tissue was partially sealed only in first two attempts after installing the vse instrument. The target tissue was not under pressure nor greater than 7mm in diameter. The tissue was not exposed to any radiation or chemotherapy prior to the procedure. The instrument jaws did not come into contact with a clip, suture, staple, or other metal objects when the reported issue was noted. There was no bleeding or patient injury.

Manufacturer narrative:
Based on the claim against the product by the customer noting firing issue, an investigation is in progress to determine the cause of this reported event. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. This complaint is considered a reportable malfunction event due to the following conclusion: the vessel sealer instrument reportedly did not sufficiently complete a seal even though audible beeps from the generator provided a signal that indicated that the seal was complete. The generator used with the vessel sealer instrument and da vinci system is designed to provide a successful confirmation signal to indicate seal completion. Per the description of the complaint, the vessel sealer may have incurred a failure mode that is known to impact sealing effectiveness. Deficiencies in sealing may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend instrument was analyzed and failure analysis investigations did not replicate nor confirm the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the self test homing. The instrument moved intuitive with full range of motion in all directions. The grips opened and closed properly. The instrument passed the electrical continuity, cut, jaw gap verification and grip force tests. The grip force test result was 8.40 lbs. The energy delivery test was performed with various orientations the grip tips and passed. No ceramic dots missing. A review of the logs shows no errors.